Event description:
As reported, approximately 5 months and 9 days post the initial left tsa, the patient dislocated her shoulder and the liner was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: (B)(6) - gps implant kit v2 10000523216. 320-15-06 - rs glenoid plate +10mm cage peg 5176146. 0113662 320-15-05 - eq rev locking screw (B)(6). 0113662 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 0113662 531-78-20 - shouldr gps hex pins kit (B)(6). 0113662 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 0113662 320-20-00 - eq reverse torque defining screw kit (B)(6). 0113662 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 0113662 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6). 0113662 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 0113662 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 0113662 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: b2 d8 the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.